Manufacturer narrative:
Eval summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off. The remaining piece of the blade was nicked. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. The instructional insert states: "avoid accidental contact with other instruments during use."

Event description:
It was reported that during a colorectal procedure, the device stopped working after 30 minutes. Used another same like device to complete the case. No pt consequence.